Event description:
The line was placed on (B)(6) 2010, due to patient abnormalities the line was removed on the same day. During removal, the cuff came off of the catheter. Not sure if the line was removed via cut down technique. The cuff was removed from the patient without complication.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.